Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right ventricular lead revision after intermittent loss of capture and high thresholds were noted in clinic at some time in the month of (B)(6). The lead was capped and replaced on (B)(6) 2019. The patient was stable before and after the procedure.